Manufacturer narrative:
(B)(4).

Event description:
Lead management procedure to extract four leads due to cied system/pocket infection. At the beginning of the procedure bleeding from the pocket was noted. All three leads were then prepped with an lld ez. The rv and lv leads were successfully extracted using a 12f and 16f sls. When the 16f sls was advanced over the rv lead again bleeding was noted from the insertion site. Treatment was provided to reduce the bleeding and the procedure continued; however bleeding was again noted. The physician stopped the procedure for approximately 30 minutes for additional treatment to reduce the bleeding. The procedure continued and the lead was extracted using a 16f sls and cook dilator sheath. The patient was then discharged for infection management and lead implant. On (B)(6) 2016 an arterio-venous fistula was found at the left cephalic vein. A coil embolization was performed and the patient was discharged. It is not clear if the sls device caused or contributed to this fistula or if this was a pre-existing condition that could newly be identified because of the lead extraction procedure.